Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings fractured. The anchor was fractured at the proximal end of the suture window and the suture threads were all fractured at the proximal end of the anchor with a loop of both sutures still in the anchor. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of anchor material found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A review of suture material found that a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an ankle ligament repair surgery, the twinfix ultra anchor tip and the suture on the anchor broke while it was screwed in. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.